Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes an unspecified number of tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 5 retention samples from bd inventory were functionally tested for draw volume and all tubes tested within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1.initial reporter phone #: (B)(6). E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes an unspecified number of tubes were underfilled. There was no health impact or consequences reported.